Manufacturer narrative:
H.6. Code c21: a review of the manufacturing records for the device is going to be conducted. The investigation is in process. The device remains implanted and is not available for investigation. Code e2402 was used to cover that the patient expired. Additional information was requested from the site and will be provided. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
On (B)(6) 2014, this patient underwent endovascular treatment for a type b complicated aortic dissection and was implanted with a conformable gore® tag®thoracic endoprosthesis (tge282815/(B)(6)). The proximal portion of the endograft was deployed at z4. The patient tolerated the procedure and was discharged on (B)(6), 2014, without complications. Pre- treatment cta imaging showed that the maximum diameter of the aortic aneurysm/lesion was 66mm. No follow up images were provided. Reportedly, on (B)(6) 2022, the large growth of the thoracic aorta was determined, and the patient underwent heart surgery for revascularization. On (B)(6) 2022, the patient expired. According to the site, the event was related to the aortic device or procedure. No further information has been reported.

Manufacturer narrative:
H.6. Code c19: a review of the manufacturing records for this device verified the lot met all pre-release specifications. The device remains implanted and is not available for investigation. Code e2402 was used to cover that the patient expired. Additional information was requested from the site and will be provided.

Event description:
On (B)(6) 2014, this patient underwent endovascular treatment for a type b complicated aortic dissection and was implanted with a conformable gore® tag®thoracic endoprosthesis (tge282815/(B)(6)). The proximal portion of the endograft was deployed at z4. The patient tolerated the procedure and was discharged on (B)(6) 2014, without complications. Pre- treatment cta imaging showed that the maximum diameter of the aortic aneurysm/lesion was 66mm. Reportedly, on (B)(6) 2022, the large growth of the thoracic aorta was determined. The last CT showed that the aneurysm was 90mm. The patient underwent a heart surgery for revascularization. It was decided with a heart surgery to do a bypass from zone 0 to innominate and left carotid arteries, and then the patient would treat with a new endograft since zone 0. The heart surgery was not related with the endovascular procedure. On (B)(6) 2022, the patient expired. According to the physician, the thoracic aorta increased in diameter even without endoleak detected. According to the physician, possibly the cause of the death was a type v endoleak. It is unknown if the procedure caused the death. According to the physician, may be the patient had the aneurysm rupture; however, it could not be confirmed because the autopsy was not done.

Manufacturer narrative:
B5: event description was updated. H.6. Code c19: a review of the manufacturing records for the device verified the lot met all pre-release specifications. Code e2402 was used to cover the following information: according to the physician, the thoracic aorta increased in diameter even without endoleak detected. According to the physician, possibly the cause of the death was a type v endoleak. According to the physician, may be the patient had the aneurysm rupture; however, it could not be confirmed because the autopsy was not done. Code a27 was used to cover the following information: according to the physician, the autopsy was not done. Based on the information provided, gore could not determine if the gore® tag®thoracic endoprosthesis contributed to this event. According to the physician, the autopsy was not done. Based on the information provided, gore could not determine if the gore® tag®thoracic endoprosthesis contributed to this event. According to the conformable gore® tag®thoracic endoprosthesis instructions for use (IFU), complications associated with the use of the gore® tag® thoracic endoprosthesis may include but are not limited to aortic expansion (eg, aneurysm, false lumen, landing zone, lesion) and death.